Event description:
It was reported that the pump was nearing end of life. During routine pump replacement on (B)(6) 2015, it was noted that there was catheter issue. The sutureless connector would not release from the pump. The sheath disconnected from the connector metal. The pump segment of the sutureless connector was still connected to the pump. The spinal end of the catheter had migrated into the pump pocket. The catheter had dislodged from the spine and located entirely in the abdominal pocket on (B)(6) 2015. There were no other issues found with the spinal segment of the catheter. The location of the catheter issue was the distal segment/pump connector. The actions required as a result was explant of the entire catheter on 2015-04-13. New pump and catheter were implanted. It was reported that the pump replacement was related to device or therapy and not related to implant procedure. It was also reported that the dislodged catheter was unlikely related to device or therapy and not related to implant procedure. The patient's status at the time of report was "alive- no injury." There were no patient symptoms associated with the event. The event resolved without sequelae on (B)(6) 2015. The pump system was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was on oral baclofen 20mg tablets, percocet 5/325mg and paxil 20mg.

Event description:
Additional information received reported that the event was related to device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8709sc, lot# n187514007, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter, model# 8709sc, lot# n187514007, found damage on the white silicone boot at the release retaining ring release area and the silicon boot was out of position. Damage was also seen on the silicone boot and retaining ring fingers. Coring was also seen down in the cup of the sutureless connector. Furthermore, leaking was seen during pressure testing. It was also found that the difficulty with the sutureless connector led to the explant.